Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 20 may 2019. It was indicated that the affected side was the left side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Photographs were provided and reviewed and no evidence of device malfunction was identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a patient underwent revision surgery for attune knee system for having a painful tibia. There were fragments generated and were easily removed without additional intervention. There was no surgical delay. Surgical procedure outcome is unknown. Doi; unknown. Dor: (B)(6) 2019.